Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were urinating more but they had no feeling of stimulation sensation. Patient stated that they got the device implanted because they had an overactive bladder and was retaining some and leaking all the time and was not emptying their bladder completely. Patient said now they were excreting much more urine every timethey go to the bathroom so that part was better. Reviewed therapy information and general programming guidance. Patient added it was so painful trying to get in and out of bed and they could not get comfortable at night. Patient also mentioned they had shooting pains from their buttocks down their legs. Redirected to healthcare provider (hcp) to further address issue. They were scheduled to see them on (B)(6) 2025.